Event description:
Report received from (B)(6) states: "the cutter does not cut well, gets stuck and rips holes. The retina was slightly damaged but could be fixed immediately. The pt has recovered. No pt impact."

Manufacturer narrative:
The product has been requested for eval however it is unk if it will be returned. Sterilization and lot history records were reviewed and no exceptions were found.